Manufacturer narrative:
The product was returned for analysis. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following implantation of a glaucoma filtration device, he observed there was no drainage of aqueous humor through the device and that the tube was occluded. The surgeon removed the glaucoma filtration device and the surgery was then converted to a trabeculectomy. The procedure was delayed 10 minutes which the surgeon found clinically significant. The surgeon reported the pt's intraocular pressure (iop) following the procedure was within an acceptable range.